Event description:
Nurse reported one incident in which patient with midline catheter returned to the ambulatory clinic sooner than the expected 7-day follow-up. Reportedly, the midline catheter was less than a week old and the exact age of the posiflow device was unknown. The patient with midline catheter was noted to have a backflow of blood into the extension set attached to the catheter. After the posiflow device was changed to a competitor product, the blood disappeared. There was no report of patient injury as a result of this incident. Reportedly, the facility protocol for changing the posiflow device was every 7 days, longer than the recommended center for disease control (cdc) guidelines (72 hours). This home care facility had very recently begun to use the posiflow access device at the distal hub of an extension set attached to the long term access device.